Manufacturer narrative:
Product explant analysis: bifurcate returned with transectional cut between the first proximal stent ring and 2nd stent ring. Transectional cut on one arm of suprarenal stent. Transectional cut to the proximal stent ring on one side. Limb extension loaded in the ipsilateral leg of bifurcate. No other damage or deformation evident to the returned grafts. The reported type 1a endoleak cannot be confirmed from the analysis of the returned grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 75 mm ruptured abdominal aortic aneurysm. It was reported that during the index procedure, the patient presented in ER with a ruptured aaa. It was stated that the physician proceeded with endovascular approach and fully implanted the stents grafts. It was reported that a "blush" or endoleak was noted under fluoroscopy and the physician addressed suspected compartment syndrome, so the abdomen was opened. Upon opening the abdomen, the physician injected the stent graft to observe if any endoleaks were visible. The physician stated that an endoleak type 1a was observed and decided to explant the device and proceed with an open repair with an aortic tube graft. As per the physician, cause of the event was anatomy. It was stated that the patient had an angulated infra-renal aortic neck made for a challenging implant of the bifurcated graft. The physician mentioned that the "blush"/endoleak observed during the endovascular portion of the procedure could have been a type 4 endoleak, but an endoleak type 1a was observed once the patient was opened. No additional clinical sequalae were reported and the patient is fine.